Event description:
After use of a duett device to aid hemostasis following a cardiac cath, some of the agent embolized to the leg arteries. This could not be cleared percutaneously but was correctly with arterial surgery with embolectomy and prolonged recovery.